Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Additional observations: the instrument was found to have a broken main tube and a dislodged proximal clevis. No material was found to be missing. Correction: primary product batch/lot number on section d was updated to k11240201 0391.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported the maryland bipolar forceps instrument had a broken conductor wire. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The damage was first observed at the removal. Broken wire was observed at removal. There was no arcing observed during the procedure. The procedure was completed with the backup instrument. There was no fragment fall inside of the patient¿s anatomy. The patient information was not provided.